Event description:
While their family member was priming a new insulin cartridge, no insulin came through the infusion set tubing. They inserted another new insulin cartridge, and was able to successfully prime through the tubing; however, they discovered that insulin had leaked inside of the device's cartridge chamber. No error messages were generated by the device. Patient reported that they continued using to use the device, in spite of the insulin leakage. Patient's blood glucose was not affected and no treatment was received.